Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited increased capture thresholds and increased impedance after the lead was placed in the right ventricle apex. When the physician attempted to relocate the rv lead, the helix would not retract. The physician cut the lead to maintain venous access. The lead was not used and was replaced. The patient was stable throughout the event.

Manufacturer narrative:
The reported events of high capture threshold and helix would not retract were confirmed while the reported event of high pacing lead impedance was not confirmed. As received, a complete lead was returned in two pieces with helix extended and clogged with blood/tissue. The cause of the reported events of helix would not extend and high capture threshold is due to the helix being clogged with blood/tissue and overtorqued inner coil. The damage found was sustained during the surgical procedure. The lead was otherwise normal.